Event description:
The service report shows that while performing a scheduled "pm" on the unit, the nellcor puritan-bennett factory service technician found a failure of the volume and high pressure alarm tests. The ventilator's cylinder, cup seal and bearing strip were cleaned as per the "pm" procedure to correct the volume leak problem. The high pressure potentiometer was adjusted to bring the high pressure alarm set point to within specifications. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this deivce caused or contributed to the event alleged in this report.